Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. His blood glucose was unknown. The insulin pump did not show signs of physical damage, the insulin pump was not exposed to moisture, contacts on battery cap were not missing, and battery compartment was not damaged or corroded. Customer inserted a new battery but it did not resolve the issue. Customer was advised to discontinue use of pump and revert to backup plan. The device was returned.